Manufacturer narrative:
The investigation of the reported event was performed by our experts. Initially, it was communicated that the patient passed away. However, after further clarifications, it was confirmed that the patient was resuscitated and is alive. The procedure was completed on the same system and an alternate system. The investigation showed that the kuka robot lost connection to the real time controller (rtc), which led to the issue. After shutting down the system and re-starting it again, the issue was resolved. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zeego system. During an emergency surgery, the c-arm froze and would not move. Additional information was received that the patient passed away. However, the relationship between the event and the system malfunction is unknown. Siemens has requested additional information in order to conduct an investigation of the reported event, therefore the event is reported in doubt.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.